Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving compounded morphine [50 mg/ml] at a dose of 42 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2020 that the patient had an MRI (magnetic resonance imaging) the day before [(B)(6) 2020] at 4 p.m., and the manufacturer representative had already interrogated the pump twice the morning of (B)(6) 2020 but the pump still did not show it recovered. The pump was not alarming, and the patient was not experiencing any apparent withdrawal symptoms. On 2020-jan-29, the manufacturer technical services team reviewed information in pump logs related to pump updates and confirmed with the caller that there was no log for motor stall recovery. As of the morning on (B)(6) 2020, the pump was still reading as a motor stall occurred. After the MRI the patient did not feel like they were in withdrawal, but late last night [(B)(6) 2020] the patient felt like they were experiencing withdrawal and arrhythmias. The patient was started on other medications. Telemetry mode was reviewed and consideration of replacing the pump was reviewed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020, additional information was received from the manufacturer representative (rep). The rep reported the exact time the patient entered/exited the MRI field was unknown as they did not have logs. The reservoir volume was not checked. It was unknown if the conditions for the MRI listed in the ifp manual were met, nor the orientation of the pump known. The pump has not been checked since the last call. It was not known if actions/interventions were performed as the patient needed to heal from unrelated injuries first. No replacement of the pump was planned at this time. The patient's weight was unknown. This information was indicated to have been confirmed with the physician/account.